Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) was still incontinent. Upon revision, it was noted that the cuff was not closing at all; therefore, the aus was removed and replaced, and the cuff was resized for better coaptation. No additional patient complications were reported.